Manufacturer narrative:
The product was not returned. All product and batch history records are quality reviewed prior to product release. The file indicated a handpiece and viscoelastic that are qualified for use with this lens with qualified lens/cartridge combinations. The product investigation could not identify a root cause for the reported complaint. Information was provided by the that the toric, multifocal 12.0 diopter lens model was replaced with an unspecified, monofocal lens model. Due to the exchange of a multifocal lens to a monofocal lens, this may suggest that the replacement lens model was an improved choice for the patient's vision needs. No additional information has been provided at this time. The reporter indicated the sample was available for return. The investigation will be reopened if/when the sample is received. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported following the implant of an intraocular lens (iol), a patient experienced blurred and smeary vision. The lens was exchanged approximately a month following initial implant. Additional information was requested.